Event description:
It was reported that pump malfunction occurred while child was at school and no notable events were reported prior to the issue. There was no reported impact to the customer¿s blood glucose level. Because current blood glucose value was unknown. The customer reverted to an alternate method of insulin therapy.